Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was sent to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient is dependent on pacing. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.